Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was connected and started for patient use. Flow rate did not come out, and upon checking the connection, the tubing and connector were disconnected. The gel pad was fixed with an insulock and used as a first aid kit.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad was connected and started for patient use. Flow rate did not come out, and upon checking the connection, the tubing and connector were disconnected. The gel pad was fixed with an insulock and used as a first aid kit.